Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic colon surgery. The device completed the anastomosis. The surgeon performs a leak test and bubbles was observed. On the sixth post-operative day, rectal anastomotic dehiscence was noted. Patient was re-operated with a traditional technique in order to resolve the issue. Colostomy was done to patient as the result of the product issue. Patient was on liquid diet on the day of intervention, and post-operative the patient is on a soft food diet.